Manufacturer narrative:
Event: only one (1) distal cover malfunctioned. The facility did not know which of the four (4) distal covers at the facility malfunctioned. Therefore, four (4) distal covers would be sent for evaluation. The device was returned to an olympus service center for evaluation and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. The insertion part had wrinkles. The nozzle collapsed. The adhesive on the bending section cover had deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, after use and during bedside cleaning, the distal cover came off just by gently stroking the tip of the evis lucera duodenovideoscope. The customer stated the distal cover may come off too easy. No patient injury reported. It was unclear whether the issue was due to the distal cover or scope. This complaint is related to patient identifiers; (B)(6) (distal cover, maj-411), (B)(6) (distal cover, maj-411), (B)(6) (distal cover, maj-411), (B)(6) (distal cover, maj-411).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the attachment method of the cover may have led to unfixing of the cover to the hook at the distal end of the scope and the lock of detachment prevention was not engaged. Olympus will continue to monitor field performance for this device.